Event description:
Electrical problems were reported to the subject pacemaker during a one week post-implant f/u. Reportedly, the ventricular lead impedance was above 3 kohm. The threshold and r wave amplitude could not be measured. Capture failure was also observed at 7.5v/1.0 ms in bipolar and unipolar configuration. The device was programmed from ddd to aai mode. A pacemaker revision was performed five days after. The connector pin of the ventricular lead was confirmed to be protruded from the connector block by x-ray. The device and the leads were explanted from the pocket, a pull test was performed and the ventricular lead was confirmed to be connected to the port. The lead was disconnected, measured by an analyzer and normal values were obtained. A new pacemaker was implanted. Pacing in the ventricular channel was confirmed after tightening the lead.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.